Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency department with their right ventricular lead over-sensing noise shown as high ventricular rate episodes. No intervention was performed. No symptoms or patient condition was reported by the emergency department.